Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was the needle it retrieved during the same surgical procedure? All parts of the needle have been recovered was there any additional tissue damage as a result of searching for the needle piece? No. Was additional dissection required in other organs/tissues other than the target tissue? No. Was there any change in the patient¿s post-operative care due to the prolonged procedure? No. What is the most current patient health status and condition? Was an oncological patient operated in urgency dying due to a heart attack after surgery. Procedure date? (B)(6) 2022. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Event related to mw # 2210968-2022-01040.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. The suture was used to suture midline abdomen (fascia of rectus muscles), and closure of the abdomen at the end of the operation. During suturing, the needle broke into two pieces. No adverse patient consequences were reported. Additional information was requested